Event description:
We received a report that a registrar had written that a pt's death was as the result of a balloon pump malfunction. The pump has been quarantined awaiting investigation. Our (B)(4) representative has spoken to the senior sister who said that the balloon pump was working normally and that the nurse on duty had left the pt as the flushing system needed replacing - when she returned the pt had died.

Manufacturer narrative:
The datascope representative in (B)(4) evaluated the unit on the twenty eight of august 2009. He performed full function and calibration tests. No faults were found with the unit and it passed all tests. It functioned normally and was returned to the customer. Our (B)(4) representative confirmed that the customer reported that the cause of the pt's death was a "ruptured aorta" and the equipment did not contribute to the pt's death.